Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0k4xk, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0e6gd, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the family was very concerned after the patient¿s implantable neurostimulator (ins) placement. The patient seemed very confused and a distinct behavior change was noted. The patient seemed fine after each electrode placement and the physicians were unsure if the behavior change was due to a response to medication or due to the surgeries. The patient had been hospitalized because of his altered mental status and there was no report that the patient had fallen since implant. The patient had yet to have initial programming of the ins, but the impedances were taken. A high impedance, 3,262 ohms, on combination case and 3 and a low impedance, 445 ohms, on combination case and 2 were reported. The reporter was concerned that these impedances had fluctuated in such a short time as they were different at implant than on the day of the report. On the day of implant combination case and 3 was 1,884 ohms and combination case and 2 was 1 ,655 ohms. A MRI was requested. Initial programming of the ins and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Follow-up with the healthcare provider (hcp) reported that the patient experienced a little post-operative confusion after implantable neurostimulator (ins) placement. It got worse a few days after implant, so the patient was given medications, but the confusion symptoms persisted. The patient's family complained that he was showing impulsivity and drinking. He then came into the hospital on an unknown date with a suspected infection. Infectious disease performed a CT scan and ruled out abscesses at the tip of the electrode. No other interventions were performed as nothing appeared to be wrong with the system. The patient had since been reprogrammed on unknown dates and his symptoms had gone away. He was doing well and returning to work.